Event description:
Received report from clinic. Clinic reports that, a first use arterial line was found to be cracked in the pump segment. Air was noticed in the system and the extracorporeal circuit needed to be discarded resulting in an ebl of approx. 250cc. MDR filed due to blood loss only. No add'l adverse effects to pt noted, telephoned facility again on 09/09/1999 and spoke to rep who indicated that the sample is available and will call back with pt info. No pt info received. Phoned clinic on 09/21/1999 and found that sample had been discarded. No pt info is available. Indicated that reporter would receive a call back today. Received fax on 09/22/1999.